Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of worn depth markings is confirmed and was determined to be related to use of the device. One 5 fr d/l powerpicc solo was returned for evaluation. An initial visual observation revealed use residues throughout the returned catheter. It was observed that the depth markings appeared worn from the 6 cm depth marking to the 17 cm depth marking. The 7 cm depth marking was observed to be completely missing, while the remaining depth markings along the catheter were visible but worn. The printing along the catheter may begin to fade after repeated exposure to cleaning agents. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a PICC was inserted at a facility on the 22nd august. Our team looked at it on 30th august at the staffs request and noticed that the measurement markings from 5cm to the insertion site were rubbed off. On investigation we simulated the cleaning of a PICC line with one of our education lines and noticed that when scrubbing the line with the chloraprep sponge, the markings faded. No patient injury was reported. No other information was provided. This report addresses the PICC that was removed from the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a PICC was inserted at a facility on the 22nd august. Our team looked at it on 30th august at the staffs request and noticed that the measurement markings from 5cm to the insertion site were rubbed off. On investigation we simulated the cleaning of a PICC line with one of our education lines and noticed that when scrubbing the line with the chloraprep sponge, the markings faded. No patient injury was reported. No other information was provided. This report addresses the PICC that was removed from the patient.